Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16 mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the probe was scratched since the user activated output with contacting the probe with some hard objects. Then the crack developed from the scratch on the probe by output during the procedure, which caused the error. After that, the probe broke off when the user cleaned it.

Event description:
The subject device was used during an open ileocecal resection. When the user did resection of mesentery about 15 minutes later from the operation starting, the probe of the device broke, hang, but the fragment was not detached from the device. The user exchanged the device immediately with another similar device, and the procedure was completed. When the user cleaned the device after the operation, the fragment of the probe was completely detached. There was no patient injury reported.